Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387-40, lot#: j0444061v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot#: j0437142v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient was frustrated with frequent replacements as they were going through implant able neurostimulator (ins) batteries quickly. It is unknown when the event began occurring. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.